Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The representative replaced the mobile view station (mvs) din rail fuses to bring the system back up and operational. Internal inspection of mvs cabinet yielded no abnormal findings. System checkout performed with system operating to expectation. Part return has been requested. No part has been received by the manufacturer for evaluation. Full system functionality was confirmed through system check-out, and the system was returned to service. No further issue reported.

Event description:
A medtronic representative reported that the imaging system was not turning on and was not receiving power. The power line fuses were replaced and the issue was resolved. This occurred apart from any patient involvement. No additional details were provided.